Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was empty. The patient got a code on their personal therapy manager (ptm) for an empty pump. It was reported that the patient was able to get a refill on (B)(6) 2018 and the problem was solved. It was reported that the physician did not do any boluses during the refill. No symptoms were reported. It was reported that the empty pump was caused by a scheduling error. No further complications were anticipated/reported.